Event description:
This report summarizes 2 malfunction events(s), where it was reported the devices experienced mattress slides off litter. There was 1 event with patient involvement; the patient experienced a fall. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending was not evaluated as the cause was determined by analyzing data provided by the user/third party; no further assistance was requested by the customer. Evaluation results findings (components/results). 2 devices: tape for fixation/degradation problem identified.

Event description:
No new information.